Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during radiology testing with 2d images found artifact, appeared to be a shadow of spine model with no model in the working space. Artifact does not appear in 3d spin, only in 2d exposures. There was no patient involved.